Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total b-hcg results on one patient. The following data was provided (</= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): sample ID (B)(6) initial result was 746.76 miu/ml. The physician questioned the result, so it was repeated as <1.2 miu/ml, twice. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a discrepant b-hcg result on the architect i2000sr serial number (B)(4). Through extensive investigation, the fsr observed crystals at the tip and side of the arc, probe (list number 08c94-47) and pipettor aperture. The arc probe was cleaned and calibrated to resolve the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.